Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported, the patient was experiencing ineffective therapy and the ipg had reached normal 'end of life'. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the full scs system was explanted and replaced to address the issue.